Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to t-wave oversensing. A revision procedure was performed and this device was explanted and discarded. No additional adverse patient effects were reported.